Manufacturer narrative:
The insulin pump was received with blank display, problem isolated to the mother board. The device also had a broken reservoir tube lip, scratched reservoir tube window, and scratched lcd window and case. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. Blood glucose value was 12.8 mmol/l. During troubleshooting, the customer stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. It was advised to remove the battery for 10 minutes, clean the battery cap and insert a new battery; the display did not return. The customer was then instructed to remove the battery for 2 hours and call back. The customer called back and stated that the display remained blank after the reset. The insulin pump was replaced and returned for analysis.